Event description:
It was reported that there was a liquid crystal display bleed during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed issue found during the investigation. Root cause is unknown. Replaced liquid crystal display.